Event description:
Patient coded this morning. During am rounds patient was awake and stable. Potassium level on labs this morning was 2.0. A total of 120mcg of potassium was ordered around 8:00am. Ordered 60mcg through gastrostomy-jejunostomy (g/j) tube. Ordered 60 IV (20meq bags since he as a central line). Upon assessment in rounds, it was noted that the fluid from the g tube looked very orange and discussed with the nurse that she had given the 60meq in his j tube but it was likely leaking back into the g tube. At 9:37 I was notified that he had a "weird rhythm". Around 9:44 I was notified to come to the patient's room that he was coding. When I arrived the patient was in pulseless electrical activity (pea) and receiving compressions. I notified the team that the potassium had been 2.0 this morning and he had been getting supplemented. Asked nurse how much he had received so far and she stated"30 IV". There was a bag of potassium hanging that was empty. Code labs revealed that his k was over 9 and he received insulin/d50/and calcium. Notified nurse supervisor and asked her to save IV pump. He survived the code and was transferred to ccmu. Mar is charted as 20meq bags hung at 0832, 0908, and 0944.